Event description:
The complaint/event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The spiros reportedly disengaged from the needleless connector spontaneously on ambulatory infusion pumps that have been sent home. The complaint/event occured during an infusion of an unspecified chemotherapy drug. There was no bleedback reported. It was unknown if there was any delay in therapy, however, there was no human harm and medical intervention was not required.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental emdr(s) will be submitted at that time.